Event description:
It was reported that during a CABG procedure, with three consecutive devices, the staples were not forming correctly. The failures were visually detected. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.